Event description:
Customer reported that the live display faded out to white while fluoroing during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12v power supply. System operates as intended.